Event description:
The nurse clinician reported a back check valve failure. Details of the event were reported as follows: doxorubicin infusing as a secondary was noted to be backing up in the primary tubing past the back check valve about 20 hours into the infusion. The failure was noticeable because doxorubicin is red. There was no pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow-up report will be submitted with failure investigation results should the set be received for eval.